Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms/ communication faults / code 204) was confirmed. As received, the latches on the electrode belt trunk cable connector were cracked, creating an insecure connection with the test monitor. The cause of the constant gong alarms, communication faults, and code 204 is the damaged connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms, communication faults, and service code 204.